Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The agent walked the customer through restarting the cabinet using the power button and restarted the aio to resolve the issue. The system functioned as intended after the agent troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had drawers offline. The customer stated that there was a message on the screen states the drawers are offline. Unable to log on to issue oxycodone/apap 10/325mg. There were no adverse events or injuries reported based on this event.